Manufacturer narrative:
Investigation summary: it was reported that many flush syringe barrels were broken. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows one syringe with the barrel flange damaged. The other photo shows eight syringes. In this photo it is possible to see the barrel flange damage on five syringes. This defect can occur if the plunger rod assembly machine was misaligned inducing the symptom reported by the customer. A device history record review was completed for provided material number 306595, lot number 0286140. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar event reports for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd posiflush¿ saline 10ml the barrel of syringes were damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: many flush syringes¿ barrel were broken.